Event description:
It was reported that the patient was upgraded form a sling to an artificial urinary sphincter (aus) due to unspecified reason. No information about the patient's outcome was provided. Additional information received. The patient presented recurring incontinence. No additional adverse events were reported.